Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and the pump shutting down. The customer's blood glucose level did not exceed 500 mg/dl, as it remained within a safe range. Technical support decided to replace the pump, while the customer continued using the current pump to ensure uninterrupted insulin delivery.